Event description:
It was reported that (2) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the surgeon had problems with the 5dcs scissors. Another 5dcs was opened and again surgeon had the same problems.